Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found insertion needle bent inside the sensor base, no needle break during analysis. Unable to confirm customer received sensor in that condition due to customer returned opened or used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they inserted the sensor into the arm the needle did not come back out. The customer blood glucose level was unknown at the time of the incident. It was stated that they inserted a new sensor yesterday and the needle did not retract. The needle is still stuck on the sensor. The customer stated that the sensor or introducer needle was not fractured while in the body. The device will be returned for analysis.